Event description:
It was reported prior to starting a da vinci si myomectomy procedure that the grasping retractor had a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp, one is missing in clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.